Event description:
The device gave an error message when checking the calibrtation. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.